Event description:
In 2007, the lay-user/patient contacted lifescan alleging she obtained inaccurate readings on her onetouch ultrasmart meter. The patient tests 4 times a day and receives 400 ultra test strips every 3 months. The patient mentioned she had been getting higher than normal readings while using the reported lot of test strips, a batch of 400 test strips (code 9). During the 3-month period that she was using the reported test strips, the patient claimed that on a weekly basis, she encountered episodes where she took insulin based on the meter readings and then felt "low." In one instance, the patient stated that she was driving after taking some insulin and had to pull off to the side of the road to eat sugar. The patient was unwilling to provide the following information: what readings she obtained at the time of the events, the details of her insulin regimen, what insulin dosages were taken during the time of concern, and what symptoms she developed. The patient denied seeking or receiving medical attention from a healthcare professional because of the alleged issues. The patient stated that she had one test strip remaining from the reported batch of test strips. She claimed that the entire batch of test strips had given her inaccurate readings and concluded the test strips were giving inaccurate readings after she compared two blood glucose tests performed with a test strip from the reported batch of test strips (code 9) to a new batch of 400 test strips (code 24). The patient reported blood glucose results of "146 and 123 mg/dl" with her lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's specifications. The patient also mentioned that she had performed a control solution test with the reported batch of test strips that passed. The patient was unwilling to troubleshoot the alleged issue. The meter, test strips, and control solution were replaced. Although the meter passed a control solution test and a meter-to-same meter comparison met lifescan's criteria for precision testing, this complaint is being reported due to the patient's allegation that she suffered episodes suggestive of hypoglycemia after taking insulin based on the meter's inaccurate high readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.